Manufacturer narrative:
(B)(4). G2: foreign - event occurred in the UK. H6: proposed component code - mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an implantation of an ulnar coonrad-morrey implant approximately eleven (11) years ago. Subsequently, the patient experienced loosening and expansion/fracture of the proximal ulnar cortex. It was noted that the humerus is well-fixed and the surgeon was originally intending on replacing the proximal ulna with a cemented implant but has now opted to not revise anymore. It is also noted that the patient has rheumatoid disease, which causes the distal ulna to appear stiff, which is predicted to be driving the ulnar loosening. Attempts have been made and no further information has been provided.